Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value was 200 mg/dl. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor error alarm. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked broken battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.